Event description:
Healthcare professional (hcp) reported the home pt (hp) was hospitalized for hyperkalemia after using the homechoice cycler for automated peritoneal dialysis therapy. The hp's doctor subsequently requested a replacement homechoice cycler. Follow-up with the hcp reveals the hp received acute hemodialysis while hospitalized from 06/02/00 to 06/07/00 and has fully recovered. Hcp relates she does not attribute the hp's hospitalization to the homechoice cycler, but to the hp's user error. Hcp relates hyperkalemia occurred as a result of inadequate dialysis after the hp changed the program parameters on the homechoice cycler without the hcp's permission. Hcp relates the hp reduced the fill volume from 2000 mls per cycle to 800 mls per cycle and reduced the fluid dwell times as well. Hcp relates she has received a replacement homechoice cycle and as a result of this incident, the hcp has locked the hp out of the programming menu to prevent any further program changes by the hp. Hcp relates the hp has a history of non-compliance and feels the hp is a better canidate for hemodialysis than peritoneal dialyisis.